Manufacturer narrative:
(B)(4). Concomitant medical products: unknown ulnar component. Foreign: (B)(6). Reported event was unable to be confirmed as part number and lot number of the device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. R. Large, a. Tambe, t. Cresswell, m. Espag, d. I. Clark, from the royal derby hospital, derbyshire, united kingdom. The journal of bone and joint surgery, www.jbjs .org, volume 96-b, number 10, october 10, 2014; 96-b:1359¿65. Doi:10.1302/0301-620x.96b10. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09809.

Event description:
It was reported in a journal article that five (5) events of radiolucencies were identified. These five progressed, but without complete loosening and were reported to be monitored. There has been no further information provided and the patients' outcome is unknown.